Event description:
It was reported that, one day post implant, the patient experienced chest pain. The right atrial (ra) and right ventricular (rv) leads were repositioned to a different location as a precaution. The leads remain in use. No further patient complications have been reported as a result of this event.